Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the 2nd screen for the central nurse's station (cns) was not working and completely black. When trying to reboot the cns, it went into a boot loop. While technical support (ts) was on the phone with him, the cns was in the middle of a boot sequence then everything came back up with no issues. The cns was then working as expected. No patient harm was reported. Investigation summary: the reported boot loop and display issue could not be reproduced once the system completed its boot cycle. The condition appeared intermittent and resolved without corrective repair. As such, the root cause could not be determined. The customer was advised to inspect display connections and associated components for potential external issues. Nihon kohden will continue to trend and monitor for future occurrences. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H11: additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the 2nd screen for the central nurse's station (cns) was not working and completely black. When trying to reboot the cns, it went into a boot loop. The cns was then working as expected. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the 2nd screen for the central nurse's station (cns) was not working and completely black. When trying to reboot the cns, it went into a boot loop. While technical support (ts) was on the phone with him, the cns was in the middle of a boot sequence then everything came back up with no issues. The cns was then working as expected. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the 2nd screen for the central nurse's station (cns) was not working and completely black. When trying to reboot the cns, it went into a boot loop. The cns was then working as expected. No patient harm was reported.